Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure forward firing was observed @ 298,871 joules of use. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.

Manufacturer narrative:
(B)(4).